Event description:
Right ventricular (rv) lead high threshold and low superior vena cava (svc) impedance and high defibrillation impedance warnings. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).